Event description:
Patient reported, that the pump reset itself without intervention, then had no power.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circut board.